Manufacturer narrative:
(B)(4). (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the affixus nail fractured. Attempts have been made and no further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Explant date: (B)(6) 2018. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised approximately four (4) to six (6) weeks after fracturing a hip fracture nail. A competitor nail was implanted at the revision. Attempts have been made and no further information has been made available at this time.

Event description:
No further information has been made available at the time of this reporting.

Manufacturer narrative:
Visual examination of the returned product identified the nail had fractured at the proximal end. The lag screw was returned and showed damage to the outer shaft and head. Two screws were returned with damage to the threads. Xrf analysis confirmed the nail material to be ti6-4 titanium alloy. The features of this nail¿s fracture surface align with those reported in zimmer biomet summary of failure analysis of cephalomedullary nail fractures which notes failure caused by fatigue fracture. No further changes to previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
No device was returned; the complaint cannot be confirmed. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.